Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a machine and proximal pressure sensor failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a machine and proximal pressure sensor failure occurred. The error code occurrence was confirmed in the event log at the repair center. The repair center determined a replacement of the motor controller (mc) printed circuit board assembly (pcba) was required but the customer declined to repair. The customer declined to replace the mc pcba. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.